Manufacturer narrative:
Corrected fields: b5, d1-brand name, d4-version or model, d9, h3, h6- (health effect-clinical code, health effect -impact code). Updated fields: b4, d8, g3, g6, h2, h6- (type of investigation, investigation findings, investigation conclusion), h11. The iab was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. No blood was visible on the catheter. The guide wire was also returned. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot of history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.the failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. This event occured on the japanese market with the trasray 34cc iab, which is a significantly similar device to sensation 34cc sold in the us. Reference complaint#(B)(4).

Event description:
It was reported that balloon catheter intra-aortic balloon (iab) had blood leak while in use on the patient. Blood entered the catheter immediately after inserting. The catheter was replaced.

Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complain# (B)(4).

Manufacturer narrative:
Due to character limitation in e1 for event site name, the event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that balloon catheter intra-aortic balloon (iab) had blood leak while in use on the patient. Blood entered the catheter immediately after inserting. The catheter was replaced and no harm was reported.